Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered two bursts of anti-tachycardia pacing (atp) and three shocks. The therapy was believed to be a result of supraventricular tachycardia (svt). This device remains in service. No additional adverse patient effects were reported.